Event description:
Additional information later reported the device was returned and the hcp wanted to know if the ¿pump was accessed¿ with another needle. The patient thought the device over infused and the hcp wanted to check if patient withdrew drug. Per the reporter the patient had complained of overdose symptoms and ¿20cc¿s of morphine went missing¿. The hcp would like to know if the ¿pump malfunctioned¿ or did the patient access their own pump. The patient indicated that they used a needle to drain fluid from seroma. There was no patient injury.

Event description:
It was reported that the pump was refilled on (B)(6) 2013. On (B)(6) 2013, the patient¿s pump site was kicked by a family member. Two days after the kick, the patient felt as though she was getting overdosed; she was lethargic. This went on for 5 days. She also noticed that the pump pocket was swollen. The patient or a family member accessed the pump site with a needle and withdrew fluid; the reporter was unsure of the color of the fluid. The patient¿s mother did not think that it was drug. On the 6th day, which was after the accessing, the patient experienced withdrawal. The patient was seen on (B)(6) 2013 for a dose increase; no pump refill was done. The patient came in for a pump refill visit on (B)(6) 2013 and the actual residual volume (0 ml) was less than the expected residual volume (20 ml). There had been no volume discrepancies at previous refills. At the (B)(6) 2013 visit, the physician filled the pump with saline and disabled the ptm (personal therapy manager). The pump had previously been delivering morphine. Two days later, the patient noticed swelling at the pocket again. A dye study was done (B)(6) 2013 and that was ¿negative¿. It was later reported that the pump was aspirated on (B)(6) 2013 and was supposed to have 10cc of saline in it and it had exactly that amount. The physician decided to remove the pump to see if the pump had been accessed by another needle or see if it was functioning properly. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the pump was explanted. The volumes were checked again twice after saline was put in the pump and no other discrepancies were noted. It was also reported the patient had a seroma around the pump site.

Event description:
Additional information later reported the patient experienced withdrawal symptoms, increase pain, restless, nausea, diarrhea, it was noted the issue was not related to the pump or the catheter. The cause of the discrepancy was unknown. A dye study was done, normal; the pump was filled with saline x 2 and residual was appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.